Event description:
During the visit to a customer site, an olympus endoscopy support specialist (ess) observed that the user facility was not reprocessing the auxiliary water inlet on their endoscopes. The ess was informed that the facility's staff had never flushed the auxiliary water inlet of their endoscopes during manual cleaning. In addition, it was determined that the facility did not have the correct tubing to reprocess the auxiliary water inlet or the elevator channel. The facility's management was immediately informed about this observation and the endoscopes with an auxiliary water inlet were removed from use until they could be properly reprocessed. There was no allegations of pt infection associated with this report. The olympus ess trained the facility's staff on the correct reprocessing techniques the same day of which they were informed of this occurrence. Additionally, an olympus field service engineer (fse) was dispatched and provided the correct tubing for the automated endoscope reprocessor used in the facility on the same date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. An olympus microbiologist later contacted the facility regarding the report and spoke with the facility's practice administrator. The practice administrator reported that staff had been manually flushing the endoscopes, but acknowledged that staff had not connected tubing from the automated endoscope reprocessor to the auxiliary water channels of the endoscopes. The user facility also reported that they have conducted some culture tests on their endoscopes and the test results were negative. This report is being filed as an MDR in apparent user error to follow olympus' recommended reprocessing instructions. The device instruction manual states, that, " all channels of the endoscope, including the auxiliary water channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous pt procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the pt and/ or operators performing next procedure with the endoscope."